Manufacturer narrative:
The customer's test strips were requested for investigation, but this material could not be provided. Replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field e3. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received questionable results when testing with the patient's coaguchek inrange meter (serial number mg00204795) and a second retention coaguchek inrange meter (serial number uknown). On (B)(6)2023, a sample from the patient was tested in the laboratory using an uknown method, resulting in a value of 2.79 inr. Within 3 hours of the laboratory test, a sample from the patient was tested using the patient's meter, resulting in a value of 4.2 inr. A retention meter and new test strips were sent to the customer to perform additional comparisons. On (B)(6)2023, a sample from the patient was tested using the patient's meter, resulting in a value of 4.7 inr. At an unknown time on (B)(6)2023, a sample from the patient was tested using the retention meter, resulting in a value of 5.0 inr. At an unknown time on (B)(6)2023, a sample from the patient was tested in the laboratory using an uknown method, resulting in a value of 3.79 inr. The patient's therapeutic range is 2.8 - 3.8 inr.